Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 3 events were originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 4 reported events are included in this follow-up record. Product return status 3 devices were received. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 4 malfunction events in which the device experienced an irrigation issue that could lead to overheating. 3 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes 4 malfunction events in which the device experienced an irrigation issue that could lead to overheating. - 3 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 4 previously reported events are included in this follow-up record. Product return status: 3 devices were received. 1 device was not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 2 devices were received. 1 device investigation type has not yet been determined. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device experienced an irrigation issue that could lead to overheating. 3 events had no patient involvement; no patient impact.